Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the labels on the bd vacutainer® k2 edta (k2e) blood collection tubes were getting "stuck" in the "bc robo" tube labellers, due to the labels lifting off their tubes. This occurred on 500 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer noted that the tube labels were getting stuck in their bc robo tube labellers due to the tube labels lifting off. Each time the labels get stuck, customer would have to turn off their bc robo system and manually remove the stuck labels. Customer also noted that the tube labels were not properly secured in shelf packaging."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that before use, the labels on the bd vacutainer® k2 edta (k2e) blood collection tubes were getting "stuck" in the "bc robo" tube labellers, due to the labels lifting off their tubes. This occurred on 500 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer noted that the tube labels were getting stuck in their bc robo tube labellers due to the tube labels lifting off. Each time the labels get stuck, customer would have to turn off their bc robo system and manually remove the stuck labels. Customer also noted that the tube labels were not properly secured in shelf packaging".